Event description:
This pt was admitted unconscious to our emergency dept with a blood sugar level of 1600+. It was reported to us that his insulin pump had malfunctioned. We don't have personal knowledge of the malfunction, but we felt we should report it. The pt remains unconscious, and his partner who arrived with him has a traumatic brain injury and is unable to give us clear details.